Manufacturer narrative:
B3: date is unknown, so estimated date was entered. D10: concomitant product UDI for reservoir is (B)(4). H6: the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Incomplete inflation is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent inflation issues. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the inflatable penile prosthesis (ipp) implant pump was not reliable and the pump bulb stayed flat sometimes. It worked sometimes to inflate, and sometimes it did not inflate. The physician removed and replaced the device through replacement surgery, and the patient fully recovered. There were no patient signs or symptoms reported at this time.

Manufacturer narrative:
C2/d10: concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Incomplete inflation is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent inflation issues. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the inflatable penile prosthesis (ipp) implant pump was not reliable and the pump bulb stayed flat sometimes. It worked sometimes to inflate, and sometimes it did not inflate. The physician removed and replaced the device through replacement surgery, and the patient fully recovered. There were no patient signs or symptoms reported at this time.